Event description:
The customer contact reported the device delivered less medication than expected. The device was returned to the biomedical dept with an unsigned note that stated: "the pump delivers much less volume." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.24ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the svc ctr. A review of the device history found there is no device programming or device activity for the reported event date of (B)(6) 2010; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).